Manufacturer narrative:
Received: one used list# ahcl3300, 110" (279 cm) appx 13.8 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, clave®, rotating luer, bag hanger. Lot# 3124607. The reported product problem for leakage was confirmed. There was a channel leak at the bonded connection between the chemolock and the drip chamber side port. The leakage was due to the chemolock not fully engaged into the drip chamber side port. The probable cause was due to the design of the bonded connection. The bonded connection has been redesigned at the drip chamber. A DHR lot# 3124607 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involved a 110" (279 cm) appx 13.8 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, clave®, rotating luer, bag hanger that the customer reported leaking adriamycin where the chemolock clave mated with the bag spike. The event occurred after the bag was spiked and was hanging. There was no reported harm, medical intervention, or a delay in critical therapy.